Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument for failure analysis evaluation. The force feedback cadiere forceps instrument was analyzed and found to have an unknown broken component. The detached fragment, resulting from the breakage, was returned along with the instrument. Examination showed that adjacent components were intact and exhibited no signs of damage. A review of the provided image was performed. The following additional information was provided: the quality of the image made it difficult to determine precisely which part the fragment may belong to.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, a small curved metallic fragment fell from the force feedback cadiere forceps instrument and was retrieved from the patient's abdomen during the same procedure. The customer confirmed that all visible fragments were retrieved; one piece was identified and removed using a laparoscopic grasper. The piece was small, and no post-operative imaging such as x-ray or ultrasound was performed. It was not known whether the patient had returned to the hospital, but no complications or additional surgical procedures were reported.